Event description:
During procedure while using the midas rex drill to drill holes into the skull, the drill out into the dura which is not suppose to happen. The drill head was changed and surgeon did not have a problem with the new drill head. FDA safety report ID# (B)(4).